Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that tubing pulls apart at bottom of the section that attaches into the pump. There is no reported information regarding patient impact, delay or serious injury.